Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was spinning in a halo motion during use. The procedure was completed without clinically significant delay or adverse consequences, with the use of a backup device.

Manufacturer narrative:
Product not available.

Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was spinning in a halo motion during use. The procedure was completed without clinically significant delay or adverse consequences, with the use of a backup device.